Event description:
Inner stylet in stryker spinal needle broke off after cement already given. Inner stylet stuck in vertebral body. Managed to remove half of the material from the stylet, but some remained in patient. Per stryker representative the stylet is composed of same material as implant. Dr. Spoke with patient and family about event.